Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
The complaint involved a patient who underwent a second hip revision surgery on (B)(6)2020. The original surgery is dated (B)(6) 2020 and the first revision occurred (B)(6) 2018. The revision surgery occurred because of a reported infection. During this revision, the cocr femoral head and the shell liner were removed and replaced with new components of the same size.